Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-clamp tubing" alarm. Per reporter the residual volume was 97.10 ml, rate is 2.5 ml/hr, given is 17.9 ml. Replaced cassette and powered pump on, pump continued to alarm. Bubbles were observed in the tubing. No adverse patient effects were reported. Per reporter no additional information is available at this time.